Manufacturer narrative:
The finished goods lot was manufactured with four component probe lots. A device history record review for each of the four probe lots was conducted and the product was released based on the product¿s acceptance criteria. Three lots had no anomalies according to the device history record reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the vitrectomy probe would not cut during a procedure. Aspiration was present. The issue was resolved by replacing the product. The procedure was completed safely with no patient harm reported. Additional information has been requested.